Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was venous closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to an pulse field ablation interventional procedure. Reportedly, the device was successfully pre-flushed with saline prior to use in the anatomy; however, when advancing the first prostyle, the physician was not getting bleed back. They bought the device back and re-flushed and no saline came out. A second prostyle was used, however, a cuff miss "[suture retrieval issue]" occurred. The suture of a third prostyle devices were successfully pre-placed. The sheath was up sized to a 13f, and the pulse field ablation procedure was completed. Post procedure, during suture management of the third device, the suture completely snapped (a suture break occurred). Manual compression was ultimately applied to achieve hemostasis. There was no reported adverse patient effect. No additional information was provided.